Event description:
Customer reportedly received results of 246 mg/dl and 120 mg/dl within 10 minutes on the aviva system. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.